Event description:
It was reported by service report that there was a broken weld exposing sharp edges and the side rail could not remain latched. No pt involvement or adverse consequences were reported.